Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the procedure details are unknown. It was reported that the system failed to emit x-rays. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed the power issues and bodyguard issues. Fse replaced the imaging module kit, tube cover and sensor. After the replacement of imaging module kit, tube cover and sensor, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system failed to emit x-rays. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.